Event description:
It was reported that the patient's device stopped working last thursday. She lost therapy and had no stimulation. She saw her health care provider and they did not know what was going on. Additional information has been requested.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).